Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2013. The physician received an unsuccessful cavity integrity assessment (cia) test. A hysteroscopy was performed and a uterine preformation was visualized. The procedure was aborted. No intervention was required and the patient was discharged home. A hysteroscopy, dilation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not know when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).